Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self test, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had intermittent buttons due to corroded keypad traces. The insulin pump had a cracked case at the lcd window corners, missing end cap sticker, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.